Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of albumin level low and peritonitis in a patient coincident with dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had low albumin levels. On (B)(6) 2012, the patient experienced peritonitis due to the low albumin level. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was being treated with unspecified antibiotics for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd892638, gd892828, and gd892778. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.